Manufacturer narrative:
Additional information was received indication that the pressure gage pressure gauge to the smiths medical pneupac¿ parapac plus is non-functional. It's reported that the gauge stays at 0 and does not move. There was no reported patient involvement.

Manufacturer narrative:
One ventilator was received for evaluation. Device was connected to 60 psi 02 and underwent functional testing. It was noted to have passed all functional tests; customer complaint was not confirmed. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing, as no fault was found with the device.

Event description:
Information was received that there is an issue with a smiths medical pneupac parapac plus ventilator "pressure gage". No adverse effects were reported.